Manufacturer narrative:
Please note that this analysis is prolonged as the batteries were returned to (B)(4) on 14feb2017, but have not been received at the (B)(4). Due to (B)(6) regulations changes the transportation of lithium batteries are via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. (B)(4) - battery / catalog number 1650de / expiration date 31jan2016, (B)(4), device available for eval: yes, 14feb2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02); device MFR date: 07jan2015, labeled for single use: no; (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31dec2015, (B)(4), device available for eval: yes, 14feb2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02), device MFR date: 05dec2014, labeled for single use: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31dec2015, (B)(4), device available for eval: yes, 14feb2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02), device MFR date: 19dec2014, labeled for single use: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31jan2016, (B)(4), device available for eval: yes, 14feb2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02), device MFR date: 14jan2015, labeled for single use: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31dec2015, (B)(4), device available for eval: yes, 14feb2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02), device MFR date: 05dec2014, labeled for single use: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31dec2015, (B)(4), device available for eval yes, 14feb2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02), device MFR date: 05dec2014, labeled for single use: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's batteries were described as switching. The site was unable to report what the capacity of the batteries was when the events occurred. The issue could not be reproduced by manipulating the battery connections and/or cables and no damage was noted on the controller's power ports. The event was not associated with any reported controller alarms or pump stop events. The batteries and controller were exchanged with no reported patient consequence. The exchange of the devices is reported to have resolved the issue.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port one (1) and power port two (2) connector. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. This is an additional observation not related to the reported event. Controller con189282 -- an internal investigation has been opened by the supplier to address loose connectors. An attempt was made to replicate the issue by manipulating the batteries' connections to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries. Power switching events due to communication errors were logged involving bat203349 and power switching events due to momentary disconnections were logged involving bat203348, bat203347, bat203349, bat204191, bat204306 and bat203610. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Bat204191 - battery (B)(4). Bat203349 - battery (B)(4). Bat203610 - battery (B)(4). Bat204306 - battery (B)(4). Bat203347 - battery (B)(4). Bat203348 - battery (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.